Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h4, h6, h10. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet on (B)(6) 2019 revealed that the ratchet does not work and the skin graft comb was deformed. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the comb. Skin graft mesher, serial number (01774), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, and the device was noted to be functioning as intended after the comb was replaced, it cannot be determined from the information provided what caused the comb to become deformed and prevent the ratchet from functioning. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that disassembly and cleaning of the skin graft mesher during kit inspection it was found that the ratchet handle would not move up and down. No adverse events were reported as a result of this malfunction.